Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted:(B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 27-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ipg has been dead for at least a year which aligns with his expected end of service. He stated prior to shutting off he felt stim where he needed. Intra op, hcp attempted to remove leads from restore ipg. 0-7 (left side of paddle) was stuck and could not be removed. Lead ended up breaking off inside ipg. 8-15 port was able to be removed however there was some difficulty in doing so. When the lead (right side of paddle) was inserted into the intellis ipg there was some resistance in both ports. Hcp was able to get the lead in and the right side of the paddle 8-15 electrodes are within normal limits. Hcp was able to remove the right side of the paddle and insert into the new ipg 8-15. 0-7 port was plugged. Post-op, rep was able to get adequate coverage and patient stated the stim felt like it did before. The issue was resolved.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(6). Product type lead product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2012. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported same serial number for 0-7 and 8-15. No return as it¿s still implanted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# serial# unknown. Product type lead product ID 39565-65, lot#/serial# (B)(6) implanted: (B)(6) 2012, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the paddle lead on the left side was the 0-7 lead which was the affected side that was no longer working.